Event description:
In 2008, the pt reported experiencing elevated blood glucose of 30 mmol/l (540 mg/dl) on three days earlier. Her normal blood glucose level is 7-8 mmol/l (126-144 mg/dl). She changed her insulin cartridge and infusion set. She stated that the infusion device never displayed an error message, but she believes the infusion set had a defect that did not allow the insulin to flow properly. When she removed the infusion tubing from the infusion set, she was able to bolus through the adapter properly. She has changed her infusion set twice in the past 3 days and her blood glucose remained elevated. She lowered her blood glucose by injecting insulin via syringe. She changed the infusion set and insulin cartridge on original date, and her blood glucose measured 7.7 mmol/l (139 mg/dl). She stated that she had surgery 2 weeks ago and her stress levels are moderate. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.